Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and dislodged cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached 600 mg/dl. The patient was nauseous and vomiting. For treatment, the patient was given intravenous (IV). The patient was discharged after 2 days. The cannula was dislodged, while wearing the pod between 4 and 24 hours on the arm.